Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : observed, one opening side assessed as fold flaw opening and missing side assessed as inconclusive. Capsular contracture : unable to observe since it is as event and is not related to the device. Additional observation: crease observed on the device. Orange particles observed. No penetrating nick ( stress marks). No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional additionally reported capsular contracture baker grade IV and "hole, non-specific." Patient undergone capsulectomy. Device has been explanted and not replaced.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b3, b5, b6, d6b, e1, h6.

Event description:
Healthcare professional additionally reported capsular contracture baker grade IV and "hole, non-specific." Patient undergone capsulectomy. Device has been explanted and not replaced.